Manufacturer narrative:
D3 - mfg establishment name; corrected. H3: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The device was visually inspected. A torn downstream occlusion (dso) seal was noted. Functional testing was performed. The allegation made by the complainant was confirmed. The device passed all functional testing after repair.

Event description:
It was reported that the occlusion sensor seal was damaged and exposing the sensor underneath. The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.